Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
It was reported that black o ring fell out of the insulin pump's reservoir. Customer's blood glucose reading was 244 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).